Event description:
Additional information received indicated that the right atrial (ra) lead was capped and replaced on (B)(6) 2025. The patient was stable throughout procedure.

Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. No intervention was performed. The patient had no consequences.